Event description:
The customer reported approximately one milliliter of pink fluid leaked from the probe during controls analysis involving the coulter act diff 12 analyzer. The customer had on gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Service was requested and a beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the probe wipe rinse block was leaking fluid. The fse replaced the probe wipe rinse block and resolved the issue. Service activity performed was verified and met the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).